Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, there was a firing failure with tissue pushout while using a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload. The surgeon fired one load, and during the second fire, he immediately saw the yellow light flashing in the lower right corner for arm 1, which is where the stapler was located. He was about to push the red button, but he noticed that there was bleeding. He let the instrument complete the fire, then he held the area with the cadiere forceps and the tip-up fenestrated grasper, and then he used vicryl tacking / stay stitches to control the bleeding, while he analyzed what happened. The bleeding was controlled quickly, and there was about 100 cc of total blood loss for the entire procedure, according to his operative notes. The tissue was pushed out on the right side, the side that he could see, and there was some deformation of staples. This occurred while stapling gastric tissue on the right inside incisura of the stomach, right at the mid-sleeve area, which is a potentially risky area. He had some concern that a chronic narrowing / hourglass stricture will develop long-term due to scar tissue, which may lead to a conversion to gastric bypass later. He saw a pile of staples that weren't deformed, and a black track where the stapler was firing and cutting tissue. It looked like the staples did not have tissue to grab on to (because the tissue was pushed out), and they were dumped in a pile. All of the staples were retrieved. One side of the area was bleeding, and on the other side, the tissue was pushed and torn. It looked like road rash where the device tore the tissue. The staple line area is 60mm; for the last 30mm, he was able to staple medially to the defective staple line, but the first 30mm had to be hand-sewn robotically to close the defect, as there wasn't enough room to staple safely, considering the possibility of stricture development. He put the bougie down the esophagus to do the sleeve, and it was coming off by one staple width, so he had some leeway. It was about 5mm or so wide from the new staple line, with nothing beyond the medial staple line. He stapled the area as he has been doing for 30 years; when you start a new staple line, there is always an overlap with the previous staple line by a few millimeters. He has always done it this same way, and he never had this issue previously. He is also careful to always clear extra extruded staples from both sides after every fire. The procedure was completed successfully with a back-up sureform 60 stapler instrument. It was completely robotically. The patient seems to be well; she was discharged from the hospital and is eating a regular diet.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received a product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument in question was installed on the system 2 times, and it fired 2 reloads (1 green, 1 blue). On install 1, the user made 3 successful clamp attempts, and the firing was completed, with no pauses for compression. On install 2, the first clamp was successful, but it was followed by a firing failure. The firing stopped at ~99% completion after a duration of 12 seconds. The logs show an error code, with parameters indicating that the firing torque had reached the limit. The maximum torque was recorded as 702 n. The instrument was replaced with a back-up instrument, which was installed on the system 5 times, and it fired 5 reloads. There were no additional errors in the logs.